Event description:
It was reported that the insulin pump had a battery cap that could not be removed. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot. The unit was received with cracked battery tube threads, a minor scratched lcd window. The unit was also received with bleeding at upper right corner of the display.